Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen timed off unexpectedly during user interaction. There was no known impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, it was reported that the issue was resolved. Customer continued to use the pump for insulin therapy.